Manufacturer narrative:
The tech isolated the issue to faulty brake casters. He replaced the casters to repair the stretcher.

Event description:
Info received indicates the brake casters are not holding.